Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D10. Concomitant medical products unknown zimmer screw, unknown lot number. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4h11, (imp,tsv,4.1mm,dual sel,ha) for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on external threads. The implants collar was fractured. A fractured screw stuck inside the implant. Upon investigation it was identified a fractured screw inside the implant, after follow up the clinician was unable to provide a screw reference. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 61962735. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61962735 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant.¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors - unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a fracture at the implant collar at tooth site 36. The process was completed with another implant. Symptoms reported on the patient: discomfort, pain. Upon investigation it was identified a fractured screw inside the implant, after follow up doctor confirmed a fractured screw but cannot provide the reference. This complaint refers to the implant fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. E1: reporter email address unknown / not provided.

Event description:
It was reported a fracture at the implant collar at tooth site 36. The process was completed with another implant. Symptoms reported on the patient: discomfort, pain.